Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not clean the area before starting the pd therapy and the patient did not wear a mask. The peritonitis was manifested by abdominal pain, fever and cloudy pd effluent. On the same day as onset, the patient was hospitalized for the event and began treatment with imezidim and valbivi (intraperitoneally, 1 gram each, frequencies not reported). Twenty days after onset, the patient stopped taking antibiotics was recovered and was discharged from the hospital. On an unreported date, the patient was retrained on aseptic technique. At the time of this report, dianeal therapy was ongoing. No additional information is available.